Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during investigation, a visual inspection of the pump showed that the keypad was intact; no damage was observed. All of the keypad buttons responded appropriately. The complaint of an under-responsive ok button was not duplicated during testing. The keypad was removed and there was no contamination found under the button contacts. The pump case was opened and no moisture was observed on internal components of the pump. There was no defect found during investigation related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.